Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 an eye care provider (ecp) called to report that a patient (pt) experienced eye irritation, swelling, and redness while wearing the acuvue oasys brand contact lenses. The ecp also reported tearing after the suspect lens was removed. Ecp reported ¿there was a corneal dot¿. The pt reported visiting the ecp and was prescribed antibiotics (name of the medication was unknown) and lubricating eye drops. Pt was advised to discontinue contact lens wear for twenty days. Pt applied the eye drops for ten days. The right eye is reported to be fine now. The pt was reported to be a new wearer of the oasys contact lenses and had previously worn a competitor product. The pt reported the issue after using the lenses for a week. No additional medical information was provided. On (B)(6) 2017 a call was placed to the pt who provided the additional medical information as follows: the pt reported irritation while wearing the suspect right eye lens, but continued to wear the lens as it was a new lens. Pt went to the ecp who diagnosed a corneal ulcer in the right eye and it ¿showed up as a dot on the eyeball¿. Pt reported the scar had resolved after a week and the eye had fully recovered. The event date was reported as (B)(6) 2017. The pt returned to lens wear with a competitor brand on (B)(6) 2017; pt was unable to provide the medical report. On (B)(6) 2017 a call was placed to the pt and additional information was provided: pt reported the corneal ulcer was located in the middle of the eye. The pt reported the ulcer was ¿deep¿. The pt reported the ecp didn¿t mention if the corneal ulcer was infectious. The treating ecp information was requested, but the pt he/she would have to check with the ecp. No additional information was provided. The suspect lens was requested for return for evaluation, but it has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0038qv was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One lens was received in a lens case. Five sealed blisters were also received. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed on the lens. The solution was also tested from the sealed blisters. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.